Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2005. C154dwk ICD, implanted: (B)(6) 2007. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The initial reported event of lead replacement was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was alleged that the patient suffers from apprehension and fear the [lead] implanted may fracture, cause inappropriate shocks, and may fail to provide shocks necessary to maintain a regular heart rhythm or heart rate. In addition, the patient has sustained emotional distress, mental anguish, economic losses and other damages. The lead is still in use. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced prophylactically.